Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation. The device evaluation found that the image was blurry due to a damaged lens. It was also found that the lg fibers were damaged and the outer tube was skewed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the light guide (lg) bundle was broken. The issue was found during reprocessing. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the reported damage may have resulted from mechanical force from impact or a fall. However, a specific root cause could not be determined. Olympus will continue to monitor field performance for this device.